Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was noted that the pump casing around the display was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2016 with the following findings: during investigation, the pump case was found to be damaged. The pump case was cracked near the top right corner of the display lens at the case seal. Unrelated to the original complaint, the battery compartment was found to be cracked below the bumper at the case seal. The cartridge cap was found to be damaged. It was torn around the top edge of the cap. The cartridge cap securely attached to the pump. The keypad was found to be torn at the ok button. All the buttons were responsive during investigation. The keypad was removed to inspect under the contacts and there was no contamination found. Additionally, when the pump powered on, the display appeared dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.